Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level rose above 300 mg/dl. The patient experienced a skin irritation causing redness, drainage, and a knot at the insertion site (abdomen) had occurred while wearing the pod between 36 and 48 hours. Symptoms began 1 day into usage. Patient visited physician and was prescribed an antibiotic.